Event description:
Complainant alleged that during the medic's transport of a pt (age and gender unknown), the device screen display intermittently blanked out. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.